Manufacturer narrative:
Index procedure was prompted by a positive functional study. It is unknown if treatment was provided for the dissection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the event occurred on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of hyperlipidemia and hypertension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Corelab identified dissection, grade e in the 1st obtuse marginal.